Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the clip not loading into the jaws. Based on the condition of the returned unit, it is possible that the reported event was caused by user error. The IFU states, "place the clip applier through the trocar. The empty jaws will collapse when passing through the kii 5mm trocar and then reopen once through the cannula. Caution: do not pre-load a clip into the jaw prior to device insertion through a trocar. Doing so may result in damage to the device upon insertion. If device is pre-loaded, fully compress the trigger against the handle and release to reset the device." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: laparoscopic cholecystectomie event description: the customer reported 4 different device malfunctions. On this occasion, a lap. Cholecystectomies were performed through our 10mm trocar. The clip applier malfunctioned immediately. Even after triggering multiple times, no clips came out of the clip applier. I am using this one for the other 3 devices. I will upload pictures of the lot-numbers and provide more information. I tried using the devices myself and I can assure that they were not working properly. One clip applier had only every second clip coming out. Another clip applier had twisted clips. Another clip applier had the clips in a "weird" position (far back) while preloading. The ca500s are used in lap. Choles and lap. Appendectomies. They opened another ca500, which worked perfectly fine. Additional information received from applied medical representative via email on 15sep25: because of [name] vacation absence and my business absence the last weeks there are no further information about all complaints, [three complaint numbers]. [Name] has tried very meticulously to find out what the malfunction could have been. Without success. He even accompanied several procedures and even tried out the supposedly defect clippers themselves immediately after the malfunction in the or procedures, without any noticeable misuse, but with the mentioned malfunction. So we cannot exclude any material problems or mistakes from our side. Until laboratory proof to the contrary, we must assume that this is a genuine complaint. As it is a very good applied customer with many years of experience, I would like to find a solution as quick as possible so as not to loose this customer. Intervention: they opened another ca500, which worked perfectly fine. Patient status: no clinical impact to the patient.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: the customer reported 4 different device malfunctions. On this occasion, a lap. Cholecystectomies were performed through our 10mm trocar. The clip applier malfunctioned immediately. Even after triggering multiple times, no clips came out of the clip applier. I am using this one for the other 3 devices. I will upload pictures of the lot-numbers and provide more information. I tried using the devices myself and I can assure that they were not working properly. One clip applier had only every second clip coming out. Another clip applier had twisted clips. Another clip applier had the clips in a "weird" position (far back) while preloading. The ca500s are used in lap. Choles and lap. Appendectomies. They opened another ca500, which worked perfectly fine. Additional information received from applied medical representative via email on 15sep25: because of [name] vacation absence and my business absence the last weeks there are no further information about all complaints, [three complaint numbers]. [Name] has tried very meticulously to find out what the malfunction could have been. Without success. He even accompanied several procedures and even tried out the supposedly defect clippers themselves immediately after the malfunction in the or procedures, without any noticeable misuse, but with the mentioned malfunction. So we cannot exclude any material problems or mistakes from our side. Until laboratory proof to the contrary, we must assume that this is a genuine complaint. As it is a very good applied customer with many years of experience, I would like to find a solution as quick as possible so as not to loose this customer. Intervention: they opened another ca500, which worked perfectly fine. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.